Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's carrier board. Unit was calibrated and safety tested to factory specifications.

Event description:
Customer reported the v series monitor shut down, which may have resulted in loss or primary monitoring. No patient injury was reported.